Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving fentanyl via an implantable pump for spinal pain indications. It was reported that the pt was trying to connect to their pump with their communicator and handset, but they were getting no device found. Patient stated they had a spinal cord stimulator from another manufacturer that they got 2 weeks ago, and they were not able to charge both devices at the same time. Agent walked patient through turning bluetooth on and off and checking location. Patient was able to successfully connect to the pump after patient stimulator device notified them that it was finished charging. Patient noted they can not charge both devices at the same time for future references. The troubleshooting steps that were taken on the call resolved the issue.